Manufacturer narrative:
(B)(4). The prestige plus wire was reviewed and investigated according to volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. There was a white transparent sleeve encapsulating the sensor and distal coil. The sleeve began directly adjacent to the distal coil to sensor housing joint and it extended to the dome. The sleeve is used during the mfg process and was not removed. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.

Event description:
The customer reported they rec'd a 104 error code prior to procedure when connecting the prestige plus 9185 wire. They turned the system off and back on and reconnected the wire. They continued to receive this error code. They proceeded with another wire. No pt injury.